Event description:
In 2008, the sales representative reported that during surgery the surgeon noticed that the driver was not loading the screws properly. This malfunction has been reported in the past. There was no impact to the patient.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.